Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), which has been implanted for 10 months, went from 3.24 volts (monitoring voltage) at implant to 3.09 volts. The voltage "gas gauge" has dropped approximately on-third. Guidant received additional information that the battery has depleted to 2.58 volts four months later, indicating premature battery depletion. A guidant technical services (ts) consultant recommended continued monitoring, but suggested returning the device post explant for analysis. To date, there have been no reported patient symptoms associated with this clinical observation.